Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a mildly calcified, 90% stenotic lesion in the right coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail 20/2.0 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.